Event description:
It was reported that the patient presented a right atrial (ra) lead that is non-functional with sensing at 0.3mv and no capture. The lead was found to be dislodged. Repositioning of lead failed due to the helix not being able to retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix mechanism, there was tissue on the helix, the lead was stretched, and there was apparent explant damage.